Event description:
Boston scientific received information that during a follow up interrogation of the device showed high out of range pacing impedances in the bipolar and unipolar configuration on the right ventricular lead. Further review of the lead impedances trend revealed that the pacing impedances had increased by greater than 500ohms in the span of one week. A lead fracture was suspected and a lead replacement was scheduled. During the explant procedure of this right ventricular lead difficulty was encountered when attempting to extract this lead. The lead was cut and extracted from the patient and a new lead was implanted successfully. The old right ventricular lead will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.